Manufacturer narrative:
Patient height reported as 177.80cm. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown antegrade procedure on (B)(6) 2018. During the procedure, the surgeon was inserting nail, tapping and slightly twisting, when he felt handle give a little. Upon inspection, the tab on the standard insertion handle that connects the retrograde/antegrade nail was broken. All broken fragments were removed successfully without other medical intervention. The procedure was successfully completed with no surgical delay. Patient outcome is stable. Concomitant devices: cannulated connecting screw (part: 03.010.044, lot: ur82649, quantity: 1), retrograde/antegrade nail (part: unknown, lot: unknown, quantity: 1). This report is for a standard insertion handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.010.045; lot: 1565419; manufacturing site: haegendorf; release to warehouse date: 30. Nov. 2006. The device history record shows this lot of 54 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: the following investigations were performed: broken: device condition: visual inspection performed at customer quality (cq) on the received insertion handle observed the tab portion of the insertion handle broken. The broken tab portion was not returned. The breakage was observed to be extended slightly up the tab width into the insertion cannulation surface. No new issues were observed other than the minimum surface wear that will not affect product functionality. The given complaint condition is consistent with the given complaint condition and the complaint condition was confirmed. Dimensional analysis and document/specification review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Dimensional inspection was not able to be performed as broken portion was not returned. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Material review was not able to be performed as sub-components are not lot tracked. However, based on the fracture pattern observed and with the age of the device over 12 years, there is no indication that the device material and its properties could have contributed to complaint condition. Conclusion: a definitive root cause could not be determined from the provided information. However, based on the fracture pattern observed, it is likely that any unintended forces encountered by the device could have contributed to this complaint condition. The overall complaint condition is confirmed. However, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.